Manufacturer narrative:
It was report that a squeaking noise could be heard from the knee area two days after the patient underwent a revision surgery. The sound is said to have gone away after the rep followed up with the surgeon. The surgeon decided to not perform a revision surgery. The device history records was reviewed for the part and lot combination for deviations and/or anomalies with no deviations/anomalies identified. These devices are used for treatment. A complaint search for the part and lot combination revealed zero additional similar complaints. The revision op notes were received but illegible so it cannot be determined whether the components were implanted with the correct fit and orientation as per the surgical technique. The line on the dfmea list noise as a potential outcome are related to implant dissociation or fracture, which would need to be confirmed on a post-op x-ray before the surgeon should take any further action. It is possible that the noise is related to soft tissues as well, so even with x-ray it may not be possible to identify the cause of the noise. It was stated that the representative followed up with the surgeon and that the squeaking sound was not heard anymore. A revision was not performed. Based on the provided information, a root cause cannot be identified.

Event description:
It was reported that the patient was experiencing a squeaking noise after a total knee arthroplasty revision. The noise has since stopped.